Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
On 10/16/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 08/24/2018. Acknowledgements 1, 2, and 3 could not be located. The patient experienced a vf arrhythmia on (B)(6) 2018 at 01:56:18, and was treated appropriately at 01:56:56. The post-shock rhythm was bradycardia at 50 bpm. The patient then degraded at asystole at 01:59:06, and was treated inappropriately while in severe bradycardia at 2:00:19. Oversensing a small-amplitude cardiac signal contributed to the false detection. The post-shock rhythm was severe bradycardia. The patient then degraded to asystole, and the device was removed. The patient passed away on (B)(6) 2018.